Event description:
Treatment of an avm. After one minute of onyx injection, the physician reported that onyx exited proximal to the tip of the catheter into a normal arterial branch. The injection was stopped and the catheter was removed. Another ultraflow catheter was used and was reported to have ruptured during the first 0.2cc onyx injection. No pt injury reported. Same case as MDR# 2029214-2008-00098.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 25.2 cm from the distal tip. The appearance of the catheter is consistent with a rupture during angiographic injection caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter and this was not detected until delivery onyx. Results: catheter rupture. (B) (4).